Event description:
It was reported from (B)(6) that the radiolucent drive device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driving shaft slipped on the coupling gear when drilling and the o-ring seals were worn which allowed the drive to spin on the hand piece. Therefore, the reported condition was confirmed. It was further determined that driving shaft and coupling gear malfunctioned and the grip o-ring was damaged. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available; a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.